Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal cancer surgery, when rectum was detached, the device would not fire. Another reload was used to complete the case. There was no patient injury.